Event description:
The customer called with a complaint of missing segments in the meter's display. Pt also stated that the problem is erratic. During trouble shooting it was learned that the display worked fine in the flashing mode during the meter check, but then there were missing segments in the hundreds position when the customer ran a test. The battery symbol also disappeared. A request was made to return the unit for evaluation. In the meantime, a replacement unit was provided. The customer had been invited to contact the 24/7 customer service line should any problems or question arise.